Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2018 - 09377.

Event description:
It was reported patient¿s left hip was revised approximately 8 years post implantation due to pain, discomfort, and lack of mobility. During the surgery, the surgeon noted pseudotumor formation and damage to the patient's abductors which had detached off the trochanter. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent left total hip arthroplasty. Subsequenlty, the patient was revised approximately 8 years later to pain, limited mobility, and decreased adls. During the revision procedure, a pseudocyst, muscular detachment, and tissue damage were noted. The femoral head and stem were replaced with an sts and active articulation system. It was noted while trying to remove the femoral head from the current femoral stem, the titanium had essentially cold walled to the stem itself and basically was unable to remove the femoral head morse taper from the femoral stem. A biomet system jack device was used to pry the head off and actually broke the device rather than releasing the femoral head from the femoral stem. No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with operative notes provided. Revision operative notes demonstrated that the patient was revised due to pseudotumor and pain. During the revision abductors noted to be detached off of the femur. The surgeon cannot remove the head from and stem, and the well-fixed stem was removed via trochanteric osteotomy. Acetabular shell well-fixed and in good position. Active articulation system placed and osteotomy repaired with 3 cerclage wires without further complication. DHR was reviewed and no discrepancies relevant to the reported event were found. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.